Event description:
During the superficial femoral artery stenting treatment procedure, the sentinol nitinol biliary stent system became stuck on the guidewire prior to stent deployment. The stent delivery catheter was partially inside of the pt's body when the event occurred. A new device was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.